Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, non-reportable phenomena such as a corroded top cover, cracked power switch, corroded rear panel and corroded tank holder were confirmed. The reported event (image not being displayed) was confirmed, along with a burn mark on the main board. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely, the cause of the image not being displayed and the burn mark on the main board is related to faulty main board. Also, based on the results of the legal manufacturer's investigation, a definitive root cause of the video connector¿s inability to be connected could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image on monitor, vga port not working, and the video connector cannot be connected. The issue occurred during preparation for use for a diagnostic gastroscopy that was cancelled without delay. There were no reports of patient harm.